Event description:
The cook gunther tulip ivc filter migrated centrally from its implanted location in the infra-renal ivc, implantation date of (B)(6) 2018. It was removed from the interior cavo-atrial junction on (B)(6) 2018.